Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - in rare instances, problems in the temporo-mandibular joint (temporo-mandibular disorder (tmd)) may result in joint pain, headaches, or ear problems." No conclusive evidence has been provided that supports or opposes whether the aligners caused or contributed to the required oral surgery related to the "jaw being separated" and therefore, this event is being filed as an MDR per 21 cfr 803. There is no conclusive evidence to confirm the date of the required oral surgery, but it was informed that the symptoms started in (B)(6) 2022, so the date (b3) is based on those timelines reported to align.

Event description:
The patient reported symptoms of lower jaw moving too quickly during treatment and reported the need to have oral surgery due to jaw being separated. No additional information is available at this time. The patient has since recovered and is doing well.

Manufacturer narrative:
Correction under brand name and model number, no impact on traceability.